Manufacturer narrative:
The reported event occurred on a cobas ampliprep instrument with serial number (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay performed as intended. The provided data indicated that the discrepant results were due to the sample being at or below the limit of detection (lod) of the assay. The hcv cycle threshold (CT) values observed were consistent with those seen in lod panel testing during quality control release. Positive and negative control results confirmed that the assay was functioning as expected. The issue was attributed to the nature of the sample and not to a product malfunction. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant results using the kit s201 t-scrn mpx v2.0 96t us-ivd on the cobas ampliprep instrument. The customer reported that a pp6 sample generated a hepatitis b virus (hbv) reactive result with a cycle threshold (CT) value of 36.0. Upon resolution testing, the same sample generated a hepatitis c virus (hcv) reactive result with a CT value of 43.0. A subsequent re-test of the sample generated non-reactive results. Serology testing for the sample was non-reactive.